Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid (50 mg/ml at an unknown dose) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient's personal therapy manager (ptm) was not delivering boluses when it was supposed to. It was noted that the patient was able to get 4 boluses a day but after only getting 3 they would have to wait 13 hours for the next one. The caller stated that the healthcare provider (hcp) checked the ptm and said "it was fine". No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from the consumer indicated that he didn¿t think the pump was working and he was still being locked out from receiving a bolus. It was reported that the personal therapy manager (ptm) will show he has to wait for 4-6 hours and the patient didn't believe he was getting any medication at all. It was noted that the patient had an appointment (B)(6) 2019. No further complications have been reported as a result of this event.